Manufacturer narrative:
Correction: "evaluation method codes" previous submission should have reflected code 3263 as the product had not been evaluated at that time. Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was observed on the catheter tubing approximately 75.9cm from the iab tip. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The optical fiber was found to be broken at the kinked location of 75.7cm. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation could not confirm the reported alarm, auto fill failure problem. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the reported event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported by the customer that after insertion of the intra-aortic balloon (iab) catheter and attempting to start the console an auto fill failure alarm was generated. Prior to the report the customer verified the tank was open, all connections were secure, there was no evidence of blood in the tubing, and performed an iab fill. However the problem persisted and the console was changed. They were unable to initiate pumping on 2nd console when they called the service line for additional assistance. The specialist verified they had gone through all appropriate troubleshooting on the pump and verified the tank was open, connections secure, and no evidence of rupture while on the phone. At that time the catheter had been inserted for 15 minutes. The specialist informed the customer to switch iab catheters. The customer stated she would and that she would call back if there were any further issues. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that after insertion of the intra-aortic balloon (iab) catheter and attempting to start the console an auto fill failure alarm was generated. Prior to the report the customer verified the tank was open, all connections were secure, there was no evidence of blood in the tubing, and performed an iab fill. However the problem persisted and the console was changed. They were unable to initiate pumping on 2nd console when they called the service line for additional assistance. The specialist verified they had gone through all appropriate troubleshooting on the pump and verified the tank was open, connections secure, and no evidence of rupture while on the phone. At that time the catheter had been inserted for 15 minutes. The specialist informed the customer to switch iab catheters. The customer stated she would and that she would call back if there were any further issues. There was no reported injury to the patient.